Event description:
It was reported that the right ventricular (rv) lead integrity alert (lia) had triggered due to several high rate non-sustained episodes and short v-v intervals. It was noted the patient had very fast ventricular ectopy. Diminished sensing was also noted. Follow up with the physician's office indicated the patient had open heart surgery on the day of the lia and the short v-v intervals were likely due to the surgery. An interrogation was performed and the alert was cleared. No programming changes were made. The lead and device remain in use. No patient complications have been reported as a result of this event.